Event description:
The customer advised one sodium citrate tube was reported to them as overfilled. No item, lot, photos, were advised by the customer. Ts provided the customer IFU, coagulation draw volume chart, and literature. The customer advised they investigated the incident internally, and their client was satisfied with their investigation. The customer advised no further follow-up was needed from (B)(6).

Manufacturer narrative:
Complaint (B)(4). No samples were received for evaluation. No customer pictures were received. No material number was provided by the customer. No batch number was provided by the customer. No further information or clarification was received from the customer. Unfortunately, without basic information, a thorough investigation is not possible. The cause of the event cannot be determined.